Event description:
Patient was in for laparoscopic roux-en-y gastric bypass. The harmonic scalpel "curved shears with ergonomic handle hand control and torque wrench" was being used. The surgeon stated it was working intermittently and desired to switch hand pieces out. No harm came to patient per surgeon. Defective harmonic handpiece removed from field and given to manager to follow up. Replacement harmonic worked correctly.